Manufacturer narrative:
Reporter is a j&j employee. This report is for an unknown nails: unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using va clavicle plate for bone fracture of shaft of clavicle with the screwdriver shaft and screws in question. There were two complaints about the deformation of screwdriver shaft tip and the necessity of more tapping. In the surgery, a screwdriver shaft was attached to the insertion handle of no torque and the torque driver that for final tightening, respectively. Two screws could be inserted with the driver shaft attached to the insertion handle of no torque. For the insertion of the third and subsequent screws, the surgeon requested a torque driver that for final tightening, but a screw could not be grasped with the driver shaft attached to the torque driver that for final tightening. Another screw was newly used, but it could not be grasped similarly. The surgeon substituted the driver shaft attached to the insertion handle for a torque driver that for final tightening, and it was able to hold the screw firmly. It was confirmed after the operation that the screwdriver shaft tip that had attached to the torque driver that for final tightening was deformed. Screws insertion difficulty is described below. Because the patient was young and bone quality was good, it was difficult to insert all 2.7mm screws used in this surgery. The surgeon requested to improve the tapping function. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).